Event description:
The customer reported that the device failed the defib test and the pacer test. There was no pt involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still being investigated.